Manufacturer narrative:
Concomitant medical products: 0185 competitor lead, implanted: (B)(6) 2006; 4135 competitor lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation when the left ventricular (lv) lead dislodged and pulled back within the target vessel approximately one month post implant. The lv lead also exhibited high thresholds. An attempt was made to reposition the lead; however, it became impossible to advance a guidewire beyond the sealing tip despite multiple attempts with multiple wires. The lv lead was explanted. An implant attempt was made with a new lead, but there was difficulty advancing multiple wires beyond the lead pin in this lead as well. The wire was able to be introduced by backloading through the sealing tip. Ultimately, the second lead was not implanted as an acceptable location in the coronary sinus without phrenic/diaphragmatic stimulation or high thresholds was unable to be found. The original lv lead was utilized as a pin plug within the lv port. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant and stretching; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.